Event description:
A foley was inserted to the hub, yellow urine return and balloon was inflated and at 7 cc, I felt balloon pop and foley slipped out instantly, confirmed the balloon had broke inside the patient's bladder but was intact when it came out. A new foley was inserted and blood tinged urine return was present, balloon was inflated without incidence. Case was approximately one hour and urine had turned clear, patient transported to pacu where urine was again blood tinged, doctor notified and was present to witness. Urology called. A 16 fr foley in place irrigated with a few clots. Replaced with 22 3 way irrig a few clots, light rose. Placed to continuous bladder irrigation.